Event description:
It was reported that in central processing, it was noted that a frayed cable was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube during failure analysis if to recur could cause or contribute to an adverse event.